Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported they couldn¿t charge because the ¿overcharge¿ screen came up on the recharger when they tried to charge. When they were asked to describe the screen, they mentioned seeing an ¿x¿ on the screen. It was noted that the consumer was asked if they still had their old recharger from their previous system since the only screen that was reasonable per their description was the ¿ins not compatible¿ screen. The consumer stated they did and thought that might actually be the issue. It was noted they didn¿t have their external components with them at the time of the call. The patient was implanted for spinal pain. Additional information was received from a manufacturer representative (rep). It was reported that the ins was in overdischarge since 2015 and recently pulled out and the power on reset (por) was cleared. The rep stated that after 3 hours the ins battery level would not advance/charge. Technical services (ts) explained damage occurs with an overdischarge and there is more damage the longer it is in overdischarge. Ts reviewed it might take time to find the new normal for the battery, but after being in overdischarge for so long, it may not improve by much. The rep said they will talk to the healthcare professional (hcp) and patient about how to proceed. The rep also said they would try to run impedances now so they have them in case it comes to a replacement. No symptoms were reported. No further complications were reported/anticipated. Additional information was received on 2020-mar-25 from the health care provider (hcp) via a manufacturer representative reporting that the implantable neurostimulator (ins) was unable to be charged and the overdischarge was not resolved. The patient was referred to a surgeon for replacement. No further complications were reported.